Event description:
Evaluation completed and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac . The complaint of internal leaking and rattling inside was confirmed, this was related to a loose dump valve. Action was taken to replace dump valve. Physical condition was reported good. Device then passed pm testing.

Event description:
It was reported that a smiths medical ventilator had an internal leak, part rattling inside. No adverse patient effects were reported.